Manufacturer narrative:
The insulin pump was received with moisture damage found on electronics assembly and motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 299 mg/dl. The customer stated that she was in the pool for 1 minute. The customer just ate so the mother thinks that she has some active insulin left in her body. The customer reported fluid under the lcd display. The customer stated that there were 2 small little drops. The customer stated that the pump was not cracked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.